Event description:
It is reported that the device was implanted in 2008, and that the patient was revised the following year, due to pain. There was some scar tissue and loose tissue around the area of the stem that was then removed. It was felt that the hip stem may be loose. At this point, a hip extractor was placed and subsequently, the femoral component was removed without much difficulty.

Manufacturer narrative:
This report will be amended when our investigation is complete.